Event description:
Deflation time was very slow for the firestar 2.0 x 30 mm balloon. It took almost 1 minute to deflate. The concentration of contract to hepranized saline was 50:50. The same indeflator used to inflate the firestar balloon was also used to inflate another balloon with no problems. The target lesion was a 90% stenosed, type b proximal to mid left anterior descending. The patient is in a stable condition.

Manufacturer narrative:
Please note: this device is distributed outside the united states; however, it is similar to the ptca balloon catheters distributed in the united states. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.